Event description:
The complainant reported intermittent false position alarms during patient support. There was no patient harm and support continued with the implanted pump.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. No product was returned for investigation. Data logs were returned for analysis. Data logs confirmed the impella positioning alarms. The 5s parameters were stable but snr and contrast were widespread, with snr low values dropping to 0 throughout the case. No placement signal alarms were observed, however, placement signal did spike to 3000 in the middle and towards the end of the case. No motor current trends or spikes were seen out of p-level changes. Optical signal issue: the root cause of the optical signal issue was not determined due to lack of sufficient clinical details, unreturned product, and inconclusive evidence from data log analysis. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.